Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure event observed during analysis. Final analysis found insulation abrasion exposing outer coil at 48.8 cm to 49.8 cm from connector pin. The abrasion is consistent with exposure to constant friction with another implantable device. (B)(4).